Event description:
Boston scientific received information that the patient with this implantable lead evaluated in the clinic after a report fall shortly after the patient's system was implant. The patient was assisted up by having someone pull on her left arm. As a result there was no sensing and loss of capture exhibited. The patient felt dizzy; however, had an underlying rhythm. The patient was admitted into the hospital and was to have a chest x-ray performed and a possible lead revision procedure. Additional information indicates that both of the patient's leads had dislodged and the patient underwent a successful revision procedure and this product was explanted and replaced. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.